Manufacturer narrative:
The customer did not provide additional information. The sample was not returned for investigation testing. It is not possible to rule out the sample as a cause of the event.

Event description:
The customer reported unexpected negative reactions on a patient sample tested on galileo. A sample containing anti-d was not detected during testing on galileo 176, but was detected when tested on another galileo, 211.